Event description:
It was reported that an asymptomatic patient presented for follow up. Upon interrogation the right ventricular lead exhibited high threshold. No other anomalies were noted. The physician tried to reposition the lead but the helix would not extend after being retracted. The lead was explanted and replaced. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.